Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner as instructed in the user's guide. The cycler was returned and the evaluation is in process at the time of this report. The exact cause of the system alarm is not known at this time. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment which could not be resolved by the operator. Possible clotting of the circuit due to time spent troubleshooting prevented rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.